Event description:
It was reported that the unit was returned to the international service center for an unspecified reason. No patient consequence reported.

Manufacturer narrative:
Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and replaced the vso to correct the issue. After servicing and upgrades the unit passed all qa functional testing. The database was reviewed and no prior servicing history was found, therefore no service history review could be done. Complaint information is trended on a regular basis to determine if further investigation is warranted.